Event description:
It was reported that in (B)(6) 2012, externalized conductors were suspected. In (B)(6) 2012, during ICD replacement, two places of externalized conductors were observed. Lead was capped.

Manufacturer narrative:
No medwatch form was received. A partial lead measuring 22.0cm was returned for analysis. External insulation abrasion was found at 12.0-12.5cm from the end of the connector pin, consistent with lead friction to the ICD can.